Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The returned test strips were measured on a retention meter using retention controls. Testing results (qc range = 2.5 - 3.1 inr): qc1 = 2.8 inr, qc2 = 2.7 inr, qc3 = 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reoporter occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). Between 10:45 and 11:00, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.1 inr. At 14:30, a sample from the patient was tested using the meter, resulting in a value of 2.3 inr. When collecting sample for this measurement, it was noted the patient pressed his finger slightly to obtain sample. The patient's therapeutic range is 2 - 2.5 inr.